Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod for approximately 23 hours. The patient reported being unsure whether the cannula was properly seated in the infusion site (back) and later noted that the cannula had become dislodged. The patient also observed condensation in the pod's viewing window, indicating insulin leakage. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.